Manufacturer narrative:
(B)(4).

Event description:
Received information the leads were explanted due to high impedances and breakage. No information regarding this event was provided. Patient was reported to have suffered no injury. Additional information has been requested and if received, a follow up report will be sent.